Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that there was a black circle on the insulin pump's screen. It was also found the insulin pump had a beeping noise. The customer also reported receiving a button error alarm that could not be cleared. Customer also stated the alarm was recurring after letting the insulin pump rest without a battery for 30 minutes. Customer's blood glucose was 175 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.